Event description:
Patient's spouse sent in remote monitoring data and noted that the left ventricular assist device's (lvad's) power has been elevated the past few days. Patient instructed to have bloodwork drawn at nearest laboratory & to report to nearest lvad center for device interrogation. Manufacturer representative notified of event. Device logfiles sent to the manufacturer by the lvad coordinator. Noted that, on one day patient experienced a 4 second pump reset/stop while connected to mobile power unit. Unclear whether patient heard audible alarm at this time, patient reported no symptoms. Lvad's power remained elevated after that day. Lvad system controller changed at the nearest lvad center without event, remained in observation overnight.

Event description:
Patient's spouse sent in remote monitoring data and noted that the left ventricular assist device's (lvad's) power has been elevated the past few days. Patient instructed to have bloodwork drawn at nearest laboratory & to report to nearest lvad center for device interrogation. Manufacturer representative notified of event. Device logfiles sent to the manufacturer by the lvad coordinator. Noted that, on one day patient experienced a 4 second pump reset/stop while connected to mobile power unit. Unclear whether patient heard audible alarm at this time, patient reported no symptoms. Lvad's power remained elevated after that day. Lvad system controller changed at the nearest lvad center without event, remained in observation overnight.